Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -3.5/+1.5/179 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced haloes and lens rotation. On (B)(6) 2022 the lens was repositioned but the patient still had haloes. Then on (B)(6) 2022 the lens was explanted.